Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 28th may 2019. Upon receipt, the device was emitting a failure chirp while the green status led flashed, as per the reported fault. The measurements recorded would confirm a fault on the red status led, which had caused a reverse bias leakage current to beeper bp1.this had resulted in the reported fault of flashing green with chirp. The fault could not be replicated with a new membrane fitted to the device. This would confirm the reported fault had been caused by the failure of the red status led. The device was subject to final unit test at heartsine on the 28th may 2019 ¿ during this testing, no fault was found on the unit. This would therefore indicate the membrane had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new 350p device.

Event description:
The device constantly beeps. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device constantly beeps. There was no patient involved in this event.